Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the microsensor (ID (B)(6) was not returned for evaluation after the three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The microsensor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the product was received for analysis. It was noted that testing was not possible due to internal wires that were broken. Therefore, the complaint was confirmed. Root cause was determined to be due to mishandling of the product.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a microsensor (ID (B)(4) ) was implanted on (B)(6) 2023 and worked normally during procedure. However, when the patient was sent back to ward after the procedure, the icp monitor could not detect the microsensor when reconnecting. The physician kept the microsensor only for csf outer drainage without any icp monitoring function.